Manufacturer narrative:
Method - device eval anticipated, but not yet begun. Conclusions - a f/u report will be submitted upon completion of investigation.

Event description:
The claimant was allegedly injured when a scooter operator failed to stop and ran into her. The operator claimed the brake did not function. The claimant sustained a cut on the right leg, required an ER visit, and was released.